Event description:
The hcp reported the pt had been experiencing a return of symptoms for 2 weeks. These included increased pain, diarrhea, nausea, fever, and weakness. The pump was interrogated and a motor stall was detected. The logs showed that it occurred 3 minutes prior to the pump examination. The hcp reported that a magnet was used with the interrogation. The pump was successfully refilled and updated. The pt symptoms will be further evaluated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of pain, diarrhea, nausea, fever, and weakness in late (B)(6) 2005.

Event description:
Additional info from the hcp reports the pt had also been experiencing weakness of both lower extremities. The pt was treated with a medrol dose pack in 2005 and a block 20 days later. The pt has not been seen by the hcp since the block "symptoms felt to be unrelated to pump".